Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels in the mornings and elevated bg levels in the afternoons. Tandem technical support reviewed pump settings and found that the customer had accidentally entered in a carbohydrate ratio of 1u:5mg/dl rather than the intended value of 1u:50mg/dl, which caused the elevated and low bg. Tandem technical support assisted customer in adjusting the carbohydrate ratio setting and insulin delivery resumed.